Event description:
Same case as MDR ID: 2134265-2015-05243. It was reported that stent damage occurred. The target lesion was located in the left anterior descending (lad) artery. A 28mmx4.00mm rebel¿ stent was advanced to treat the lesion. However, the device failed to cross the lesion and it was noted that the stent looked malformed, crimped out, and pulled apart. The device was removed and a second 28mmx4.00mm rebel¿ stent was advanced, but the same thing happened. The procedure was completed with a third 28mmx4.00mm rebel¿ stent. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
Patient age at time of event: over 50 y.o. Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).